Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received one faulty sample in two pieces the proximal part of the catheter with pink adapter and extension line, and a approx. 11 cm piece of the snapped catheter tube (from the 20 cm marking to 31 cm). The distal piece of catheter tube (from the tip to 20 cm) was missing. The catheter snapped just at the junction of catheter tube and pink adapter. A microscopic examination of the breakage area showed the typical rough surface for a tensile breakage. However, the product code 4g07126103 corresponds to a premicath catheter with fixation wing. The sample received has a pink adapter and consequently, corresponds to a different code number. From previous complaints we learn of various possible causes of a tensile fracture: dressing change in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture; routine care when lifting the baby to change bedding; movement the baby themselves catching the line, normally with a foot, during movement. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. We could not check the batch history records as no batch number had been provided. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the 3rd complaint regarding snapped catheters on the submitted code 4g07126103 within the last 3 years. No further corrective action initiated by quality management as the catheter worked well for 3 days, there are no indications of a manufacturing fault. Corrective action: no further corrective action initiated by quality management at this time as a manufacturing fault could not be determined. However, both vygon USA and germany will continue to monitor this issue.

Event description:
PICC catheter broke while line was being removed leaving a portion of the line in the vein, the remaining portion was later surgically removed. Patient stable.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC catheter broke while line was being removed leaving a portion of the line in the vein, the remaining portion was later surgically removed. Patient stable.